Event description:
The customer reported the system's images were poor, either very dark or not taking them at all. No pt injury was reported.

Manufacturer narrative:
A ge rep conducted an on site evaluation. The rep made numerous x-rays. Booted and rebooted system several times. Checked power supply voltages. Could not duplicate. Returned system to service. Will monitor.